Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the instrument involved with this complaint and completed the device evaluation. Failure analysis investigations confirmed and replicated the customer reported complaint of "one of the forcep tips broke off completely and the piece is missing and will not be returned with the rest of the instrument¿. The instrument was found to have a broken grip at the grip base. A piece approximately 0.21" x 0.66" was found to be broken off the distal end. The broken piece was not returned. Root cause of this failure is typically attributed to the misuse/mishandling. A review of the instrument log for the cadiere forceps (part#: 471049-07 / lot#: n10200525 0166) associated with this event has been performed. Per logs, the instrument was last used on 01/14/2021 on system sk3833, with 16 lives remaining.

Event description:
It was reported that during a da vinci-assisted surgical procedure, a laparoscopic instrument became wedged with the cardiere forceps causing the instrument to break. The broken piece fell inside the patient and was retrieved during the same procedure using a backup instrument. The procedure was completed with no reported injury. There were no reported post-operative complications with this patient.